Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple high ventricular rate episodes and noise reversions were observed on a remote transmission. The noise was noted on the right ventricular lead. Programming changes were discussed. The patient was stable and has been scheduled to come into the clinic to re-evaluate the rv lead.

Event description:
Related manufacturer reference number: 2938836-2019-05641. New information indicated that the patient presented to the ep lab for a right ventricular lead revision. Interrogation of the device showed multiple noise revisions. High ventricular rate episodes that were oversensing were also noted despite the device was reprogrammed. It is not known how long the noise episodes have been occurring. Episodes/diagnostics in the device were cleared in (B)(6) 2018. The patient is pacemaker dependent. It is unknown if the problem was with the rv lead or the device. The physician elected to cap the rv lead and replaced it with a competitor product on (B)(6) 2019. The device was explanted and replaced. Patient was in stable condition.